Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 40% to 0% within one day and the pump subsequently shut off due to insufficient power. The customer's blood glucose was 250 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.